Event description:
It was reported that (1) device was used during a rectum sigmoidectomy. It was reported by the affiliate that the cdh33 blade of the stapler did not cut properly. Another device was used to complete the case. There was no consequence to the pt.